Event description:
It was reported that a right hip revision was performed due to persistent pain that worsened over time, dealt with tightness and discomfort in his hamstring after the surgery that never completely healed, and felt a popping and grinding sensation in his hip as if the device was sliding in and out of socket. Cobalt and chromium levels were elevated as a result of the product defects related to the device.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the r3 liner, hemi head, sleeve and screw were removed. The r3 shell and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, 25mm screw, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 shell, r3 liner, hemi head and 25mm screw. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although the reported clinical reactions are consistent with findings associated with metal debris, the root cause of the reported clinical reactions cannot be confirmed but trunnionosis is the likely source. It also cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implants. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.